Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one glucose (glu) of 108 mg/dl on the synchron lx20 pro chemistry analyzer and a repeat result of 138 mg/dl on an alternate instrument. It is unknown which result was actually reported or whether the result was amended. It is unknown whether patient treatment was affected in this event.

Manufacturer narrative:
Customer did not provide calibration or qc performance prior to the event. A field service engineer (fse) was dispatched and replaced the chemistry cartridge (cc) side of the instrument degasser and both of the degasser valves. The fse also inspected all top end hardware on the cc side for reagent and sample handling. Although hardware was replaced, the root cause remains unknown at this time.